Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph using the naked eye which revealed the female luer/luer activated device and the two-piece luer lock assembly were missing (not attached to the tubing). The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer of the one-link non-dehp 3 lead microbore catheter extension set was separated from one end of the tube. The issue was identified upon removing the device from the packaging prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.